Manufacturer narrative:
The software investigation found that although the software logs did not specifically indicate a specific cause of the reported issue, the symptom was consistent with an existing software investigation. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient information was not made available from the site. Reported issue could not be replicated. Issue resolved at time of the event. On 08/18/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged their navigation system was unresponsive unexpectedly. A system re-start resolved the issue and there were no further concerns. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.